Event description:
The complaint was reported as: the complaint alleges that while in use the airflow somehow became disconnected from the pressure relief valve. The heater alarmed and was immediately checked by the nurse and noted that the airflow was disconnected and reconnected the airflow and allowed the unit to cool. Upon cooling back down the circuit was reconnected to the pt's trach collar. The niece, of the pt, noticed burn marks on the arm of the pt where it had been laying on the high flow heated humidification tubing. Some of the areas blistered. The user facility indicates that a doctor was notified and the pt is receiving care for the blistering. The pt has no complaints at this time about the situation, and is reporting only that it feels tender.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. The pt number (B)(6) is a component of the 2410 product. The lot number provided belongs to this component. The device history record (DHR) for the report lot number (02k1200684) was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. No non conformance reports were originated for the reported lot number that can be associated to the complaint reported. Document review - product IFU - doc.# 83483-45 conducted. The product IFU states several warnings and cautions to avoid a malfunction of the product. Some of which are: "do not allow the circuit to rest on the pt's bare arms." "Always maintain flow through the circuit to prevent overheating the circuit." "Continuously monitor pt condition to assure adequate flow of gas is being delivered to the pt." "Ensure that all connections are secure and all used ports are capped."